Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated. It was noted in the investigation window that patient did not cross their low threshold of 70 mg/dl the evening of (B)(6) 2024. Patient crossed their low threshold of 70 mg/dl with an estimated glucose value (egv) of 64 mg/dl at 9:55 am on (B)(6) 2024. Patient received their urgent low soon alert at 9:55 am, which sounded at full volume. Five minutes later at 10:00 am the urgent low soon alert was cleared, as patient's glucose values rose above their low threshold of 70 mg/dl with an egv of 91 mg/dl. Data evaluation could not confirm the no audio alert on the mobile app. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. On (B)(6) 2024, the patient was with her husband. The patient was asleep while the husband was awake. The patient said that the husband checked the g7 app while the patient was asleep and it was at 40 mg/dl; however, there was no alert/alarm sound. The husband attempted to wake the patient, but she was passed out. The husband called for medics around 9:30pm or 10:30pm and medics came. Medics checked patient's bg and it was at 40 mg/dl. Medics transported the patient to hospital emergency room that night. At the hospital, the patient was given glucose by the doctor. The patient stayed overnight at the hospital and was discharged the next day. The patient felt better the next day. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.